Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (0.1 mg/ml at a simple continuous dose of 0.00962 mg/day) via an implanted drug infusing pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. The patient was becoming groggy all the time. She would fall asleep on the toilet and while sitting at the table. The pump was messing up and giving the patient too much medication. The fentanyl was removed from the pump and saline was put in at the lowest minimum dose. Since then, the patient has felt better. Troubleshooting performed, actions/interventions taken, and the potential causes or factors that may have led to this device issue were not reported; additional information has been requested, but was not available as of the date of this report.